Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneous results for sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) for six pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that the erroneous results were questioned by a physician and were subsequently repeated. The ion selective electrode (ise) system is calibrated every 12 hours followed by a quality control (qc) run. Before the event, the qc results were within the lab's established ranges. This is report 6 of 7 medwatch reports filed for this event for pt 5 of 6 pts. A single medwatch report was filed in (B)(4) 2010.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system. The fse learned that the deionized water system had been changed before the low results occurred. The fse recommended that frequent calibrations be done for the next 24 hours until the system stabilized. As of (B)(4) 2010, there have been no further call backs to hotline for ise problems. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events. This MDR represents event 5 of 6 reported by this customer.